Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was not able to be interrogated prior to an implant procedure. The device was removed from the outer box, leaving the sterile packaging intact. However, with two different programmers, the message on the screen was "no device was found". The device was not used for the case and was planned to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The radio frequency (rf) pulse width was tested over different temperatures. No anomalies were noted. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the inability to interrogate the device at the implant procedure.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was not able to be interrogated prior to an implant procedure. The device was removed from the outer box, leaving the sterile packaging intact. However, with two different programmers, the message on the screen was "no device was found". The device was not used for the case and was planned to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.